Event description:
Note: this report pertains to a spyscope ds ii, spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii, spyscope ds and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6), 2020. According to the complainant, during the procedure, the controller unit was not working. They used 3 different connections and still had a blank screen. A second spyscope was used; the same issue happened. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover has cosmetic scratches. The unit required replacement of front plate, keypad, top cover and gasket for cosmetic problems. The front panel showed abrasions. A functional assessment was performed and no functional problem was found. The light engine was disassembled. The catheter interface contacts and socket assembly was cleaned. The retention tongue, front panel, keypad, top cover, cover gasket and rear bumper were replaced. Light engine calibration and electrical safety tests were performed and the unit passed all tests. The reported event was not confirmed. Upon analysis, no functional problem was found. Light engine calibration and electrical safety tests were performed and the unit passed all tests. In addition, the unit required replacement of front plate, keypad, top cover and gasket for cosmetic problems. These problems are most likely traced to handling during use and reprocessing over time. Based on all gathered information, the most probable root cause chosen is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. Block h11: block d4 (unique identifier (UDI) #) has been corrected.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to a spyscope ds ii, spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii, spyscope ds and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2020. According to the complainant, during the procedure, the controller unit was not working. They used 3 different connections and still had a blank screen. A second spyscope was used; the same issue happened. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.